Event description:
Customer reported a past incident of low blood glucose, with the lowest level noted at 41 mg/dl. Cause was not known. The customer's spouse assisted by giving her apple juice as she felt dizzy and unsafe to walk to address the situation independently. Tandem technical support recommended that the customer consult her healthcare provider to discuss possible factors affecting her blood glucose levels, and she acknowledged this advice.